Event description:
It was reported that during the implant procedure, two left ventricular leads were attempted but both leads had high thresholds in the available target vessel. Both leads were removed and not replaced because the patient received a single chamber pacing device instead of a bi-ventricular pacing device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid in the outer tubing overlay. The lobe was distorted/bent and there was blood in/on the lobe mechanism. The lead was damaged at implant. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found.